Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure at the user facility the cordless driver handpiece would not turn off. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility the cordless driver handpiece would not turn off. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The engineering technician confirmed that the handpiece ran without user activation, and had a non-stryker asic motor controller. The most likely cause for these observed failures would be the non-stryker-authorized repair.